Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: last week, inratio: 1.2, re-test: 5.9, lab: 2.8 ( same day). Date: (B)(6) 2010, inratio: 5.9, re-test: 4.8, lab: 3.3. Re-test on (B)(6) 2010, and lab draw were performed at the same time. Caller suspects strips may have been compromised by heat when boxes were left outside about a month ago.

Manufacturer narrative:
Investigation pending.